Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had a motor error alarm. Troubleshooting was performed and the device failed the displacement test. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 26.1mmol/l and was treated with manual daily injections. No further info was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump alarmed motor error during occlusion test due to faulty force sensor. The insulin pump had a missing end cap sticker.